Event description:
Procedure: bowel resection. Patient sex: unk. The handle would not release and the jaws of the instrument would not open while on tissue. The surgeon had to wiggle it off tissue, but the greater omentum ripped.